Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain ( trunk/limbs) and multiple back operations. It was reported that device battery only lasted 6 months and something went wrong and her left arm wasn't working. Patient said that five doctor's got involved and patient had device replaced. Patient said dr. (B)(6) was managing dr. At the time. Patient doesn't currently have a dr. For device. The circumstances that led to the reported issue were unknown. Patient had device replaced. It was unknown if issue with arm was resolved.